Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a lesion with no tortuosity and calcification in the distal femoral artery. A 4.0 x 40 mm armada 18 balloon catheter was advanced for pre-dilatation. During the attempt to inflate the balloon, a leak was noted where the hub connects to the hypotube. A non-abbott balloon catheter was used in the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the device would not be returning for analysis; however, the device was returned for evaluation. Visual and functional inspection was performed on the returned device. The hub leak was confirmed. The investigation determined the reported hub leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning; however, it was not returned for analysis. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported hub leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.